Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user states: "the notch on funnel and coude tip are misaligned. He said they are off by varying degrees but estimates them to be off from 45-90 degrees. Most are off by 45 degrees but the worst ones are 90 degrees. He said with insertion it can hurt momentarily as due to the misalignment it feels like he hits an obstruction, he said there is no obstruction, he has to slightly readjust the catheter and then it will pass easily. He cannot rely on the marker and even with removal it can be difficult. Once he had light bleeding noted on the end of the coude but it stopped quickly without need for intervention. The pain dissipates quickly as well without need for intervention. He said he has to look at the misalignment prior to use and compensate for it in order to use these misaligned ones more comfortably."